Event description:
Allegedly, surgeon thought the poly had worn out superiorly by 2 yrs post-op. The pt. Had a large amount of metal residual upon opening the capsule. The liner was found to not be seated in the cup still and the question is now whether it was ever fully seated on the original surgery or if it disassociated from the cup sometime post-op.

Manufacturer narrative:
Device #1: investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The event code is addressed in the package insert. This is the same event as 1043534-2010-00102, 00103. This report will be updated when the investigation is complete.